Event description:
It was reported that the device had a service indication and an error logged in the device memory indicating a potential critical malfunction, an intermittent loss of power. There was no pt associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the errors logged in the device memory, but found no critical malfunction of device. Proper device operation through functional and performance testing was confirmed before the device was returned to the customer use.